Event description:
It was reported that the patient using the ilet bionic pancreas required additional training due to missed or late meal announcements, frequent pausing of insulin delivery, and overtreatment of hypoglycemia. Symptoms included hypoglycemia. Outcomes included the need for user education and additional training. Investigation included attempts to collect a blood glucose questionnaire and case details by phone. Investigation of this case revealed insufficient information to assess device malfunction and indicated user interaction and training needs. It was concluded that user education was warranted and that no device performance issue could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.